Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years, 8 months and 29 days following the implant of this transcatheter bioprosthetic valve, an st-segment elevation myocardial infarction (stemi) occurred. A percutaneous transluminal coronary angioplasty (ptca) occurred but failed due to the presence of the valve. 11 days later the patient died due to heart attack complications.